Event description:
It was reported that an alarm occurred, specifically alarm 2 followed by alarm 26, due to occlusion events. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by clearing the alarm and resuming insulin.